Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net transmission due to non-sustained rv oversensing. Episodes of atrial undersensing on the device were observed. The atrial undersensing was leading to atrial pacing at the same time as intrinsic ventricular sensed events resulting in undersensing on the ventricular channel. Programing changes were made and the patient was stable.

Event description:
New information notes that the device was explanted. The patient tolerated the procedure well and there were no complications. No further information.

Manufacturer narrative:
Analysis did not confirm the sensing anomaly. The device was tested on the bench and no anomalies were found. The cause of the sensing anomaly could not be determined.